Event description:
It was reported that a malfunction occurred with the pump, specifically described as malfunction 3, and it was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to put the pump into storage mode and to return it via a prepaid label within 10 days. Tandem technical support confirmed the shipping address and planned to replace the pump, confirming the issue was within warranty. The customer acknowledged understanding and agreed to use multiple daily injections as backup therapy.